Event description:
The customer reported to olympus, the endoeye hd ii laparoscope experienced a disruptive green and purple image when touching the tip. The issue was found during an unspecified therapeutic procedure. The procedure was completed with a similar device with no delay. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and confirmed the protector of the video cable section is cut, the r-unit is broken and therefore the image is green. Lastly, the charged coupled unit (ccu) plug of the video cable section is damaged. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the likely cause of the reported event is due to a damaged charged coupled unit assembly (r-unit) and video cable unit. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility. H9/reporting number: <3011050570-10/24/2023-001-r> added here due to character limitation in respective field.